Manufacturer narrative:
The reason for this revision surgery was a broken baseplate screw after 3 years, 4 months, 8 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 178 prior complaints reported against this part; with 35 of the prior complaints having the same failure mode of trauma. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. It was reported that the patient had fell down which can be attributed as a primary root cause for the product's failure. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient falling down and breaking the baseplate screw.